Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) may have delivered therapy for ventricular fibrillation (vf) which was actually atrial fibrillation (af) with rapid ventricular response (rvr). The ICD remains in use. No further patient complications have been reported as a result of this event.